Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: brief inquiry description: arterial line and arterial pod leak. Detailed inquiry description: arterial line and pod leak from streamline 2096 bloodline, occurred after treatment. This is the 4th incident (different lot number) that they've had in the past few weeks with bloodlines, so they would rather exchange the cases to avoid the chance of it happening while a patient is on. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample and two photographs were provided for evaluation. Upon visual inspection of the returned sample, an attempt was made to decontaminate the sample in order to perform testing. However, it was unsuccessful. Physical testing was unable to be performed. One photograph detailed the dialysis connector and the second detailed the label. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.